Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device, and the reported problem could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that there was an unknown issue with a motor device. It was unknown when the alleged defect occurred. It was unknown if there were delays in surgery or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.